Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that during use, the unit was infusing a little over 30% of what it¿s set up for. The pump finished infusing the 600ml in 6 hours instead of 8 hours. The unit was triaged and the reported issue could not be confirmed at this time. The pump was tested and the volume delivered was within the specified range for accuracy. Recertification passed and the unit was cleaned and ready for use. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/23/2017.

Event description:
The customer states that during use, the enteral feeding pump infused a little over 30% of what it was set up for. The pump infused 600ml in 6 hours instead of 8 hours. No patient harm.